Event description:
A malfunction on the pump was reported, but there were no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance in resetting the pump from cts, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs.